Manufacturer narrative:
A ge service representative performed an onsite investigation. The pins in the interconnect cable were repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor would not display an image. No pt injury was reported.